Event description:
Caller reported blood glucose results of 41 mg/dl and 100 mg/dl on the advantage system within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.